Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the backend pulleys. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The clamping pulleys did exhibit signs of corrosion/residue that would have contributed to the broken cable. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. The instrument could not place in the system for the intuitive motion testing. A clip test was not performed and could not be completed because of the broken grip cable at the backend pulley. Root cause attributed to broken grip cable at the proximal end. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a large hem-o-lok clip applier instrument were not closing. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.